Event description:
There were two occurrences where bipolar valley lab foot switches were being used on megadyne esu's causing sparks, the esu forceps were changed. Should not be compatible.====================== health professional's impression======================products should not be able to be plugged into wrong esu